Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.